Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details the reported condition of metal shavings coming out of the handpiece could not be duplicated. However, a condition of the device leaking dried black oil was found, which was likely caused by a corroded recip shaft assembly. That part was replaced along with the slide lock and other components. A clean, lube, and adjust was done to the device, and it was repaired and returned to the customer.

Event description:
It was reported that metal shavings came out of the tip of the handpiece during or just prior to the start of a surgical procedure. This did not occur in the sterile field, and there was no patient involvement. There was no user or patient injury reported and the metal shavings did not enter a patient.